Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. Olympus¿s customer information center gave instructions on how to properly reprocess water tanks. A field service engineer visited the facility and confirmed, problems of air and water supply failure and lens surface fogging were resolved. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
An olympus employee reported on behalf of a customer, the evis lucera elite gastrointestinal videoscope experienced poor air/water supply and clouding of the lens. In order to confirm the cause of poor air and water supply, the user facility staff tried sending liquid to the tube of water container (maj-901), and dust came out of the tube. It was stated, reprocessing of the maj-901 was carried out in accordance with the instructional manual. There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Additional information was provided regarding this event. The event occurred prior to a procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported insufficient air/water feeding issue and a clouding of the lens surface could not definitively be determined, however, the issue was likely the result of a clogged in the nozzle, and the water or air volume discharged from the nozzle was lowered, causing the lens clouding. The event can be detected by following the instructions for use which state: 3.8 inspection of the endoscopic system ¿1 observe the palm of your hand using the wli and nbi endoscopic images¿. ¿2 confirm that light is output from the endoscope¿s distal end¿. ¿3 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities¿. Inspection of the objective lens cleaning function (a) inspection of water feeding function ¿1 keep the air/water valve¿s hole covered with your finger¿. ¿2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens¿. ¿(b) inspection of the removes the remaining water function¿ ¿1 after checking the water feeding function and while observing the endoscopic image, feed air by covering the hole in the air/water valve with your finger. Confirm that the emitted air removes the remaining water from the objective lens and clears the endoscopic image¿. Olympus will continue to monitor field performance for this device.